Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product manufactured before 9/24/2014.

Event description:
It was reported the patient's right atrial lead was capped for an unspecified reason. No further information was available.